Event description:
A malfunction alarm, specifically alarm 30, was reported with the pump during its normal operation. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections as a backup insulin therapy.